Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced. No patient information available at time of MDR filing.

Event description:
The hospital reported the unit had a system malfunction. There was no report of patient injury.